Event description:
It was reported that the patient experienced numbness and pain from the ins implant site to the back that radiated to the groin and then to the left leg. The ins was implanted on the left side. The patient had not used the stimulator for about 2 years, and was told that if the device was not causing problems she could leave it implanted. It was noted that the patient had a "suprapubic tube" catheter for about two years that created multiple infections and weakness. The patient was not her normal self and was in the hospital multiple times. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v198619, implanted: 2009 (B)(6), explanted: na; programmer, model 3037, serial# (B)(4).